Manufacturer narrative:
The device was returned and in undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that during the implant procedure, when the device was to be connected to the lead, the physician rotated the torque wrench clockwise a certain number of times but there was no clicking sound as expected. The physician then rotated the wrench counter clockwise to retighten the set screw, but then the set screw fell out of the device and out of the sterile field. The device was not used. No adverse patient effects were reported.

Event description:
It was reported that during the implant procedure, when the device was to be connected to the lead, the physician rotated the torque wrench clockwise a certain number of times but there was no clicking sound as expected. The physician then rotated the wrench counter clockwise to retighten the setscrew, but then the setscrew fell out of the device and out of the sterile field. The device was not used. No adverse patient effects were reported.

Manufacturer narrative:
The device was returned and in undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, visual inspection noted minor scratches on the device case. The seal plug was damaged and the setscrew was missing. A wrench was returned with the device, with no damage observed on the wrench tip. Torque measurements were taken on the returned wrench and those values were within the normal specifications for the wrench. A replacement setscrew was inserted into the terminal block through the seal plug and the device was put through and passed electrical testing. The missing setscrew was not returned with the device, so it could not be determined whether the setscrew exhibited an anomaly or if the problems observed clinically were due to user error.